Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead integrity alert was triggered; there was noise, oversensing, and high impedance on the right ventricular lead. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the outer tubing was kinked/buckled, the outer tubing was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead was stretched.